Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-48858, and 1627487-2020-48860. It was reported that the patient lost weight and the ipg was flipped, causing the leads to migrate. On (B)(6) 2020 the leads were explanted and replaced, and the ipg was sutured down to prevent flipping. The patient has effective therapy, and the issue is resolved.